Manufacturer narrative:
(B) (6) report. A ge representative evaluated the system and adjusted the collimator and the contrast on the display. System operates as intended.

Event description:
The customer reported the physicist said that the system had low contrast and normal mode field size was excessive. No pt injury was reported.